Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported deflation. Device remains implanted. This relates to the right side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed two openings on anterior side assessed as fold flaw opening and surgical damage like. Crease/folding of implant: unable to observe as it is a medical event not related to the device. Additional observations: observed creases on the device. Observed wear abrasion on the device. No further actions are required as the device was implanted.

Event description:
Device has been explanted and replaced.